Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2018 that there was a failure to alarm for a ventricular tachycardia event with the uvsl command module. No injury was reported with this event.

Manufacturer narrative:
Spacelabs field service engineer retrieved log files from the uvsl command module. Spacelabs investigation found that at the time of the reported event, the heart rate did meet the criteria for classification as a ventricular fibrillation alarm condition and therefore, a high priority alarm did occur. Spacelabs field service engineer tested the uvsl command module and related equipment. No device malfunction was discovered. This report complete and this particular issue is considered closed.